Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the adhesive on the bending section cover was detached. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the electrical connector had corrosion due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image guide bundle had significant breakages / a stain, the control unit had a scratch, the switch box had a scratch, the grip had a scratch, the scope cover had a scratch, the angulation lever had a scratch, the up / down plate had a scratch, the universal cord had a scratch, and the scope connector had a scratch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the connecting tube coating peeling was caused by stress of repeated use, external factors, or handling; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 8. Gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that the border between the bending section and the insertion tube is not loose. 9. Inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. 10. Wipe the light guide edges of the endoscope connector using a clean, lint-free cloth moistened with 70% ethyl alcohol. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera bronchofibervideoscope insertion section of the bending section cover adhesive peeled off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.